Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a male pt who received poligrip extra strength ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip extra strength (dental) daily. At an unk time after starting poligrip extra strength, the pt experienced neuropathy. This case was assessed as medically serious by gsk. At the time of reporting, the event was unresolved. Poligrip extra strength is manufactured in (B)(4) and is marketed under the trade name super poligrip ultrafresh in the united states. The lot number for this product was not available. It is unk if the product will be returned for quality assurance testing. (B)(4).

Manufacturer narrative:
.